Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an alarm issue with the adc device. The caller reported that the low glucose alarm failed to trigger when customer was hypoglycemic, with symptoms of sweating and lack of reaction. The customer was provided treatment of glucose by third-party, and emergency doctor was called to customer. The emergency doctor performed tests, but no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for libre sensor and complaint. The review did not identify any trends that would indicate any product related issues related to this complaint. Attempted to replicate the complaint using a known good libre 2 sensor and the android was able to successfully receive high/low glucose alarms. Was not able to identify any issues with the libre link app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an alarm issue with the adc device. The caller reported that the low glucose alarm failed to trigger when customer was hypoglycemic, with symptoms of sweating and lack of reaction. The customer was provided treatment of glucose by third-party, and emergency doctor was called to customer. The emergency doctor performed tests, but no further treatment was reported. There was no report of death or permanent injury associated with this event.